Event description:
The doctor states that a 37 year old male with history of bleeding varices had done well with sclerotherapy in february of 1992. The patient presented as an outpatient with minor variceal symptoms. The physician decided to do a variceal banding procedure. Five varices (grade 2-3) were banded uneventfully and the patient was discharged in good condition. Three days later, on july 28, the patient presented with uncontrollable bleedidng which was initially treated with agressive sclerotherapy. The patient expired with cause of death listed as upper gastrointestinal bleeding. In the doctor's opinion the banding caused scarring just under the bands which did not heal. This could not be confirmed with endoscopy as vision was obscured by the excessive bleeding. There was no postmortem performedinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.